Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter facility name- childrens hospital of orange county childrens specialists if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was clogged the following information was received by the initial reporter with the following verbatim: it was reported by customer that clogged.